Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gastrointestinal videoscope had a scope communication error. The event had occurred during inspection for use. There were no reports of patient harm.

Event description:
No additional information provided by the customer.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is presumed that liquid leakage into the scope connector caused communication abnormalities, resulting in the occurrence of this incident. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.